Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that a patient on impella support was found by echo to have a thrombus on the impella inlet. Impella was weaned and removed. In addition, impella was contaminated on the back table and a new impella was opened.

Manufacturer narrative:
Thrombus - no product was returned. The root cause of the thrombus issue was most likely patient condition related. After the impella 5.5 was removed, it was contaminated on the back table and cause the sterile sleeve damage to use it and they have opened an new one to continue. It was just a user mistake and it have no failure mode that was related to the pump. Therefore, the root cause was determined to be use related.